Event description:
It was reported that the physician asked to investigate this patient's generator as it was on the list of laser routed devices. Additional information was received that the patient's generator was explanted. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. No further relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.

Event description:
Additional analysis was performed on the returned generator. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The electrical test results showed that the pcba performed according to functional specifications including the tests related to current consumption. Other than the noted event (visual observation on the pcba), there were no additional performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial report inadvertently didn't state that the device had been received by the manufacturer. Device available for evaluation, corrected data: initial report inadvertently did not list that the device had been received by the manufacturer on 1/03/2019.

Event description:
The explanted generator was received for product analysis. The generator underwent product analysis and the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.